Event description:
It was reported that the cutting loop broke off in the pt during hysteroscopy. Surgeon retrieved the broken piece, there was no injury to the pt. A new loop was opened and the case was completed without further complications. Add¿l info has been requested but has not been received as of (B)(6) 2010.

Manufacturer narrative:
Received one cutting loop in two pieces. The electrode portion (tip of the loop) was broken and completely separated from the rest of the instrument. The device history record could not be reviewed as no lot number was provided. Product is manufactured by an outside supplier. A complete investigation of the returned product was performed by (B)(4). (B)(4) concludes that the reported event is associated with manipulation of the angle of the cutting loop by the customer. The instructions for use that accompanies each device provides the proper method of use for the device and proper precautions necessary to avoid undue injury to the user and the pt and to prevent undue damage to the product. The bard c-max cutting loop device is indicated for resection of soft tissue including procedures for the treatment of benign prostatic hypertrophy (bph) it is intended for use with compatible resectoscopes. The bard c-max cutting loop device should be used only by a physician who is familiar with the use of electrosurgical instruments, devices and power generators. Consult the medical literature regarding techniques, typical power setting, complication, and hazards prior to any endoscopic procedure. Immediately discontinue use of breaks or fractures appear in the cutting loop device as they may allow undirected emission of electrical energy, rendering the device useless and potentially causing harm to surrounding tissues. Care should be taken to avoid severe impacts, side stresses or bends at sharp angles. Do not bend or manipulate the device. (B)(4).